Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the patient on 04/18/97 under screening in the cath lab. Poor augmentation was noted during iabp. Forty-eight hours later, the pump alarmed "blood detected" and the was removed on 04/20/97. After the iab was removed, a leak was noted. (Event complications: none from the event- reported 05/20/97.) (Pt's current status: recovering-reported 05/20/97.)